Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, prior to anesthesia administration and prior to ports placement, monopolar curved scissors (mcs) cable was found broken. The instrument was not used on the patient. The customer used a backup instrument to continue with the planned procedure. The procedure was completing as planned with no reported injury.